Event description:
Procedure type: low anterior resection. According to the reporter: the device did not cut half of the distal donut. The surgeon pulled the device from the patient. No tissue loss or damage, and no stomas occurred as a result, however, operating time was extended more than one hour. No patient injury was reported.